Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was not correct. A technical support specialist followed knowledge article (ka) - device time is incorrect and adjusted the device time from the backend, checked the date using the command prompt and confirmed it was correct, then verified the time zone, which was set to eastern standard time (est), and checked the current time, noting a 10 minute difference, updated the device to the correct time, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time and date were incorrect, and the device clock was behind by ten minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.